Event description:
A caller reported a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The caller was guided through a pump reset by technical support, and after the reset, the error code did not appear again. The caller successfully started their sensor session afterward.